Manufacturer narrative:
The reported events of lead helix failed to extend was confirmed while the reported event of lead dislodgement and failure to capture were no confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. Dislodgement was confirmed under fluoroscopy. During revision, it was noted that the helix of the lead failed to extend. The reported lead was explanted and replaced on 9 feb 2024. The patient was in stable condition.